Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation at nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications or injuries reported, and the patient condition was good post procedure.